Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This event occurred after filling the device with fluorouracil. It was further reported that there was a crack at the fill port, which caused the leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: november 22, 2017 - november 27, 2017. The actual sample was received at the plant for analysis. Visual inspection on the returned unit via the naked eye noted the noted fluid inside the bag that the device was in, indicating a leak had occurred. Functional testing was performed by filling the bladder of the device with water and a leak was noted at the solvent-bonded junction of the tubing and stress member near the fillport. The reported issue was verified. The cause of the condition was determined to be due to a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.